Event description:
The pump was returned to service for upgrades. During service, the event history was reviewed and failure code was found. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.